Event description:
It was reported that this cardiac resynchronization therapy detibrillator {crt- d) exhibited high out of range right atrial (ra) lead pacing impedance measurements, measuring greater than 2000 ohms approximately three days post generator change out procedure. The ra lead is a non-boston scientific product. In addition, there were inappropriate atrial tachy response (atr) episodes due to oversensing of noise signals on the ra lead which resulted in a false storage of atr events. Technical services (ts) was consulted and offered troubleshooting options to the health care professional (hcp). At this time, the device system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).